Event description:
Customer reported she had high blood glucose around 400 mg/dl, treated with a manual injection. Customer did a complete set change which fixed the no delivery alarm issue. Unable to troubleshoot because customer threw away the infusion set. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.